Manufacturer narrative:
Product in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. Visual inspection of the returned platform shows no visible damage to the platform. A review of the autopulse archive was performed and the reported complaint that the platform stopped compressions was confirmed. The archive data shows that ua2 (compression tracking error) and ua17 (max motor on time exceeded during active operation) faults occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported complaint was not confirmed. The platform was run with 3 different mannequins including the large resuscitation test fixture for an hour and no problems were observed. In addition, the load cells were found to give normal readings. During testing, the mannequin was intentionally rolled onto one side of the autopulse to simulate the misalignment and the autopulse displayed a ua2 fault and stopped compressions. A review of the autopulse archive was performed to assess the customer's battery management practices. Review of the archive shows that a warning 1 - low battery message occurred on the reported event date of 9/14/2014 with li-ion battery s/n (B)(4) (date code: 3/2013). An investigation conducted using the battery serial number found that the battery was within its expected life span of 2-4 years. Per the device IFU, every battery should be test cycled every 30 days. Given that this battery only showed 12 test cycles and should have had 18 (+/-1), it can be concluded that the customer was not performing proper battery management. In addition, the battery was not fully charged at time of use in the autopulse. Based on the investigation, no part was identified for replacement. In summary, the reported complaint was confirmed based on the archive review. The ua2 fault was also intentionally reproduced during functional testing and may have contributed to the reported complaint. Per autopulse maintenance guide (p/n 11653-001), ua2 is an indication that the patient or lifeband is out of position. The root cause for ua17 could not be determined. However, per the autopulse maintenance guide ua17 is an indication that the lifeband is twisted or battery voltage is low. The ua17 fault may have also contributed to the reported complaint.

Event description:
Complainant alleged that during patient use the autopulse® platform stopped working 2 or 3 times, at approximately 16:08. Error code is unknown. No adverse patient sequelae was reported. No further information was provided.